Manufacturer narrative:
The device was requested to be returned- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving a clave¿ neutral connector where the customer reported that it was difficult to thread and difficult to unthread, unable to get the blue clave off. The customer stated that the problem is using the bd insyte autoguard with the ICU medical b3300. The leak was taking place right at the connection of both once twisted together. The customer also stated that it is very difficult to turn (twist) the b3300 into the autoguard threads and once in, it is almost impossible to remove it like it is stuck. There was unknown patient involvement but no adverse event.

Manufacturer narrative:
No b3300 product samples, videos or photographs were returned for investigation. The DHR for possible lot # 14105415 was reviewed, and there were no non-conformances found that would have contributed to the reported complaint. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Corrected information can be found in h6, medical device problem codes and component codes.